Event description:
Health care professional reported "intracapsular prosthesis rupture", confirmed via ultrasound. This record is for the left side. Device status unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Cont e1 phone number- (B)(6).

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3

Event description:
Health care professional reported "intracapsular prosthesis rupture", confirmed via ultrasound. This record is for the left side. Device status unknown.